Event description:
It was reported that during the treatment of a 3cm basilar tip aneurysm, the embolization coil was being positioned. The coil was reported to prematurely detached upon retraction. The coil was retrieved using a snare successfully. However, after using the snare, access was lost and the telescoped flow diverter device could not be placed within the previously deployed stent. The pt experienced a post procedure infarct with proximal arm weakness.

Manufacturer narrative:
Sample analysis: a visual examination was performed on the device. The coil was returned detached from the delivery pusher. The delivery pusher nor microcatheter were returned for evaluation. The implant coil is stretched at the proximal segment and is damaged likely due to the snare. A small portion of the attachment monofilament that holds the implant intact with the delivery pusher is visible at the detachment zone of the implant. The device was sent for additional analysis by sem to confirm the method of detachment. The implant was detached thermally by use of the detachment controller. The root cause of this complaint appears to be due to the user inadvertently detaching the device prior to advancement during the device pretest. It is likely the user was ot aware the device was detached until positioning when the coil didn't move proximally upon retraction. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.